Event description:
During morning check, the device reportedly will not turn on with a fully charged and new battery. Per note received with the device on 8/9/96, the device will power on pressing the "shock" and "mark event" buttons at the same time.